Event description:
The patient underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury. The pt developed redness and swelling round the pump incision two weeks prior to presentation and underwent on oral course of kelflex for 7 days. Pt then developed headache, lethargy, diplopia with nausea and vomiting four days before admission. Aspiration of the fluid collection around the pump was done. No erythema was noted over pt's back incision. A lumbar puncture was done on admission in 2001, which eventually grew pseudomonas. Infectious disease placed pt on vancomycin and ceftriaxone. Pt had a PICC line placed and received IV antibiotics for several days before removal of the pump and catheter later in 2001. Neurologist placed pt on oral baclofen prior to removal of the pump and catheter. IV antibiotics were changed to gentamicin and meropenem. The pt will receive three weeks of IV antibiotics at home. No signs or symptoms of meningitis were exhibited by the pt. A penrose drain was placed and removed, draining seropurulent drainage on discharge with dressing changes.